Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. After the pump was weaned and explanted, the patient experienced a vasovagal response from a femoral stop that had been applied to the impella access site closure. When removal of the femoral stop was attempted, the groin site began to bleed, and the femoral stop was reapplied. The patient had another vasovagal episode, requiring a fluid bolus and the administration of atropine. The systems reportedly resolved, and the femoral stop was removed with no report of recurrent bleeding.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer/; ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the vascular damage has been completed. No product was returned for analysis. The clinical details do not mention any excess force or relevant patient condition issue. The root cause of the vascular damage - peripheral vessel was not determined as limited clinical information was provided.